Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact patient¿s representative to troubleshoot but was unable to complete troubleshooting, and no additional information was received regarding the outcome of the event.